Event description:
Initially picked up eye glasses 5/00. Unable to see with eye glasses so returned to provider. States was wrong prescription. Charged an add'l fee of $125.00. 3 to 6 months ago noticed a scratch on lenses and returned to provider. States source of scratch unk. Provider unable to repair due to deep scratch unless pays $200 per lense. Dissatisfied.